Manufacturer narrative:
D9 - date returned to MFR: 18-may-2026 h3 and h6 codes: updated. The suspect pump was returned for evaluation. A 12-month service history review was conducted, with no event history related to the current complaint identified. Visual inspection revealed no anomalies. Functional testing determined that the downstream occlusion (dso) sensor was defective. The complainant¿s allegation was confirmed, and the dso sensor was replaced. The probable cause of the reported issue was a faulty dso sensor.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump immediately showed overpressure alarm before patient use. This alarm has a high priority which will interrupt the infusion process would likely cause or contribute to a death or serious injury if the malfunction were to recur. There were no patient involvement and no patient harm.